Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with shortness of breath. A chest x-ray confirmed that atrial lead had dislodged. X-ray also showed that the right ventricular lead did not have slack. Both leads were repositioned on (B)(6) 2020. The patient was stable. Related manufacturer reference number: 2017865-2020-02006.